Event description:
A report was received that a pt's precision system was explanted due to infection. The pt's infection was located at the ipg and lead site. The pt exhibited symptoms of fever, warmth, redness, and a brownish liquid oozing out. The pt was prescribed antibiotics and speculated that the infection was staphylococcus. The physician was not at liberty to provide further info regarding the pt's explant. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.